Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's daughters were messing with them at the airport and when he got back they could not charge. They stated that since then they had troubles with stimulation. They reported they were having problems adjusting their stimulation. When the tried to adjust it, they stated, "it use to be once you set it the stim would stay at that level even if you sat down or laid down and switched positions." It was noted that the patient programmer showed the stimulation to be on. The patient was on group a but they did not see an "a" for adaptive stimulation. The patient was redirected to follow-up with their healthcare professional (hcp) to determined why the stimulation was increasing on its own. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a power on reset and therapy had stopped. The patient stated he was having problems with his battery recharging. The patient explained that he charged it and as soon as he turned it on to get the stimulation the screen showed a call you doctor icon with the power on reset message. The informational power on reset was cleared with the programmer with troubleshooting. The patient was able to turn on and resume therapy at the last programmed parameters and therapy was adequate. The issue was resolved with troubleshooting and the patient was directed to follow-up with their healthcare provider to determine the cause of the power on reset. The indication for use was non-malignant pain.